Event description:
It was reported that a user experienced fluctuating blood glucose while working a physically active evening shift. The user reached a high blood glucose of 300 mg/dl after an unannounced meal and later paused the ilet when glucose was falling, and subsequently experienced a low of 52 mg/dl treated with chocolate and oranges. Symptoms included nausea associated with hyperglycemia and sweating associated with hypoglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified involving failure to follow instructions related to meal announcements and device pausing, with contributing user interface considerations. It was concluded, based on previously established findings for similar reports, that the cause was improper or incorrect procedure or method and an unintended use error.